Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 254mg/dl and 250mg/dl. Customer performed three blood tests and produced results of 325, 271, and 260 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 254 mg/dl and 250 mg/dl. Customer performed three blood tests and producted results of 325, 271, and 260 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/27/2017 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): 264 mg/dl, (B)(6) 2015, 02:02 pm; 306 mg/dl, (B)(6) 2015, 01:55 pm; 286 mg/dl, (B)(6) 2015, 01:09 pm; 275 mg/dl, (B)(6) 2015, 01:08 pm; 300 mg/dl, (B)(6) 2015, 01:06pm; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.